Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The complaint of externalized conductors was previously reported in manufacturer report number 2017865-2012-03169.

Event description:
It was reported that when the asymptomatic patient presented in clinic for normal follow up, non-sustained lead noise was observed. No other electrical anomalies were noted. Patient will continue to be monitored.